Event description:
A report was received that the patient's ipg was replaced due to it being flipped and the patient wasn't able to charge. The physician relocated the ipg pocket site from the stomach to the buttocks. The patient is doing well following the revision.

Manufacturer narrative:
The explanted ipg was not returned to bsn for evaluation as it was discarded by the medical facility.